Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls were within acceptable range. The customer ran a patient sample which gave a high tbi value and flagged as above reference range. Therefore, the customer installed a new reagent flex and reran the patient sample several times, all resulting falsely low. Quality control was not run prior to repeating the patient sample with new reagent flex. On (B)(6) 2018, the operator ran quality control on new flex, which was out of range. As per the dimension xpand operator's guide, "siemens recommends that you compare new lots of reagent and control products with lots that have given acceptable performance." The operator prepared fresh calibrator and ran calibration, which was unacceptable. The operator installed another new reagent flex, used the same calibration material and ran quality control, which was acceptable. The customer repeated the sample in question, which matched the initial high value. The ccc specialist dialed into the customer's system remotely and determined that the probe counts and reagent arm 2 (r2) had a high cycle count. The ccc specialist also found that the cuvette windows were dirty. Upon the ccc specialist's recommendation, the customer replaced the reagent probes and cleaned the cuvette windows. A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that r2 probe tip which prepares the diazo reagent was last replaced on 04-jan-2018. The customer replaces the r2 probe every 3 months and was due for replacement within the subsequent week of event occurrence. The hsc specialist reviewed the instrument data and determined that the cause of discordant, falsely low tbi result for a patient sample was due to incomplete hydration of reagent flex. The issue was resolved by replacement of the reagent 2 probe during routine maintenance. The instrument is performing within manufacturing specifications. No further evaluation of the device is required. MDR 2517506-2018-00283 was filed for the same event.

Event description:
Discordant, falsely low total bilirubin (tbi) results were obtained on one patient sample on a dimension xpand plus without hm instrument. The sample had initially resulted higher and upon repeat testing was falsely low. The initial high result was reported to the physician(s). Later, the discordant, falsely low result was reported to the physician(s). The sample was repeated for the second time, resulting higher and matching the initial result. The customer contacted the physician, who believed the higher result, therefore, the correct high result was reported. The customer obtained a new sample draw from the patient and tested it on the same instrument, which was also low compared to the correct result. This result was also reported to the physician(s). The physician believes the higher result to be correct. There are no reports of patient intervention or adverse health consequence(s) due to the discordant, falsely low tbi results.